Event description:
It was reported that the patient was experiencing discomfort as the ipg was on the sciatic nerve. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately between the year of 2021 and 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 20088703.

Event description:
It was reported that the patient was experiencing discomfort as the ipg was on the sciatic nerve. The patient underwent a spinal cord stimulator (scs) system explant procedure. Additional information was received that the explanted devices were not returned. No further information has been obtained despite good faith efforts.